Event description:
It was originally reported that during a da vinci a procedure, customer can't not insert instrument all the way thru the cannula. Site is trying to insert a mcs instrument on an arm and can't get it to go all the way thru the cannula. Having them reinstall the tip cover and ensure that it is not onto the shaft of the instrument. They removed and reinstalled the tip cover and now are able to get it thru the cannula all the way. MDR number 2955842-2014-00369 was sent to the FDA to address the first mcs tip cover accessory mentioned above. Intuitive surgical contacted the initial reporter, the clinical sales representative (csr) indicated that she was visiting the site and the customer informed her of another monopolar curved scissors (mcs) tip cover accessory previous case. Per the information provided to the csr, the mcs tip cover accessory was over installed on the monopolar curved scissors instrument and it was being caught by the cannula. The mcs tip cover accessory fell into the patient; a prograsp forceps instrument was used to remove the mcs tip cover laparoscopic during the same procedure. No x-ray was taken. The patient didn't suffer any harm or complications and the procedure was successfully completed. The mcs tip cover was discarded.

Manufacturer narrative:
The mcs tip cover accessory was discarded. Per the information provided by the clinical sales representative, the mcs tip cover accessory was over installed the monopolar curved scissors instrument. The instrument & accessories user manual states the following: tip cover accessory installation - before use - close the scissor blades. Straighten the wrist of the instrument. Grasping the tip cover accessory with the installation tool. Slide the tip cover accessory onto the distal end of the instrument until it comes to a hard stop. A twisting motion can be used to ease the insertion of the tip cover accessory (see arrows on tip cover accessory). The distal end of the instrument should be facing away from the surgical personnel installing the tip cover accessory during installation. Remove the installation tool. Retain the installation tool to aid in removing the tip cover accessory after the clinical application. The tip cover accessory is properly installed when the orange surface is completely covered. Warning: failure to install the tip cover accessory properly may result in: improper scissor opening - tip cover accessory falling off - electrical arcs and alternate site burns general precautions and warnings - the endowrist monopolar curved scissors instrument must always be used in conjunction with the tip cover accessory. Inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one.